Event description:
Registered nurse (rn) was attempting to insert a peripheral intravenous line (IV) 22g (lot# 2555741, exp#11/30/2025). Rn inserted IV per policy. While attempting to advance the catheter and remove the needle, the catheter became stuck in the patient¿s vein. Rn attempted to remove the catheter and was unsuccessful. Rn called for assistance from another rn, who eventually was able to remove the defective catheter sheath. There was no injury to the patient, and they denied any pain. The IV plastic catheter was bent at the tip, which in return could have been the source of it being stuck in the patient vein.